Event description:
Device issue: none. Adverse event (ae): restenosis, neurologic complication. Time of ae: post procedure. The following events were noted through a periodic article review: it was reported that a prospective study was performed on 341 pts in whom carotid stents were implanted since (B)(6)2004. The purpose of the study was to identify and evaluate the prevalence of carotid stent fracture, risk factors, and clinical relevance. Of those pts, 306 pts experienced restenosis ranging from less than 20% to greater than 80%, 2 pts experienced neurological complications including stroke and transient ischemic attack. No add'l info was provided.

Manufacturer narrative:
(B)(4). The unk xact carotid stent system indicated is being filed under a separate medwatch MFR number. Gioacchino coppi, m.d.; et al (journal of vascular surgery june 2010): "carotid artery stent fracture identification and clinical relevance". Eval summary: the reported pt effects of cerebrovascular accident (stroke) and stenosis are known pt adverse events listed in the rx acculink instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. All catheters are inspected during the final inspection to ensure the device structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected.